Event description:
Caller reported awakening with symptoms of hypoglycemia, had compact plus system blood glucose results of 86 mg/dl, 121 mg/dl, and 63 mg/dl within 10 minutes. She drank a (B)(6) and then ate breakfast. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.